Event description:
From early 2020 to present, we have had 8 reports of the zimmer intellicart system being loud and/or increased floor vibration disrupting the surgical field. The manufacturer has been notified without resolution. Model number: 00-5140-103-00. Serial numbers (included in 2 of the 8 reports): (B)(4).